Manufacturer narrative:
The investigation did not confirm the reported suspected pump thrombosis. A specific cause for the reported thrombus, hemolysis, and elevated lactate dehydrogenase (ldh) could not be conclusively determined. The investigation did confirm the reported low flow hazard alarms via the submitted system controller log file. The log file contained approximately 21 days of data (15 sep 2017 ¿ 26 sep 2017 per time stamp). Beginning on 26 sep 2017 at 6:05 several intermittent low flow hazard alarms activated. There are other low flow hazard events prior to this point but they clear shortly after activating. The alarms activate due to the calculated flow falling below the alarm threshold. The calculated flow is based on speed and power; power throughout the log file was in the 4-6 watt range. There were no other notable alarms active in the log file. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 10 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted due to heart failure symptoms and low flow alarms. The lactate dehydrogenase (ldh) level was elevated and the patient had hematuria. The patient was placed on bivalirudin drip. The inr level was in therapeutic range. Persantine 25 mg three times a day was started in addition to aspirin. The patient refused pump exchange, was made aware of options and has chosen palliative care measures. The patient will be monitored weekly including inr, ldh, other laboratory tests and for worsening of hemolysis. The patient will be placed on bivalirudin drip as needed.